Event description:
Procedure: esophagus. Etal: thomay, alan a. Md; snyder, justin a. Do+; edmondson, donna m. Msn, crnp+; scott, walter j. Md. Written: initial results of minimally invasive ivo lewis esophagectomy after induction chemoradiation (50.4 gy) for esophageal cancer. Innovations: technology + techniques in cardiothoracic + vascular surgery, 7 (6): 421-428, november/december 2012. Database: the records of 30 consecutive patients undergoing mis ivor lewis esophagectomy after induction therapy for esophageal cancer by a single surgeon from (B)(6) 2010 to (B)(6) 2012 were retrospectively reviewed. All anastomoses were performed with circular stapler. The first 20 used a 28mm eea circular stapler with a hand-sewn purse string. The last 10 used the transoral eea and 25mm stapler. Post op, 2 patients had anastomic leaks. Each of these patients recovered. This report is for one patient.

Manufacturer narrative:
(B)(4).